Event description:
It was reported that the catheter did not pace and the clinician could not observe the pacemaker spikes. It was further reported that the catheter was removed and replaced with another catheter and the new catheter worked fine. No pt complications were reported.

Manufacturer narrative:
Device not returned.